Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged. The patient presented for lead revision procedure on (B)(6) 2018. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold and r-wave amp variation. As received, a complete lead was returned in one piece. The reported events of high pacing threshold and r-wave amp variation were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient presented via merlin.net transmission. Review of the transmission noted low r-waves and elevated threshold due to the dislodgement.